Event description:
The following information about the patient was obtained from the distributor on(B)(6) 2023. On (B)(6) the patient underwent cataract surgery on her right eye. 6 days after the surgery, she was aware a reduction of vision and the doctor found that she had a problem with the wound opening and a tendency toward low iop. Anterior chamber aqueous humor leakage from the wound also was confirmed. At this time, it cannot be determined that mani ophthalmic knife products are the cause of the leakage.

Manufacturer narrative:
As we had received and tested of the devices from same lot returned from user, no abnormalities were found in their appearance and the penetration test. In addition we had checked our manufacturing records. As a result of that, we concluded that no abnormality has been identified. We attached our complaint handling investigation report. And the results of the above report has been explained to ophthalmologist dr. (B)(6) on (B)(6) 2023.